Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed high out of range impedance measurements. In addition, the lead did not sense or capture appropriately. A revision procedure was performed. This lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As there will be no return of product, boston scientific cannot confirm nor deny this reported allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.